Event description:
The customer stated the set kvp and measured kvp, exposure rate (with lead) for units with auto exposure control, and boost mode exceed their expected values.

Manufacturer narrative:
(B) (4). The ge service rep checked dose for normal mode and boost fluoro mode. The boost fluoro mode was found to be 20.4 r/min. He adjusted the boost fluoro dose to 17.75 r/min. The system is operating as intended.